Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other incidents reported from this lot. The investigation determined the reported difficulties were related to case circumstances. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a distal superficial femoral artery. A 5.5x60mm supera self-expanding stent was fully deployed at the lesion, when the deployment lock was flipped to lock the delivery system, and during removal the stent driver became hooked on part of the proximal end of the stent. The stent then got attached to the delivery catheter and stretched. Additionally the catheter tip had separated into two pieces during the interaction. The physician performed a cut-down surgery to remove the separated tip and the supera stent. Another supera stent was used to successfully complete the procedure. There was no adverse patient sequela reported. No additional information was provided.